Event description:
Spacelabs received a report of a patient monitor failing to alarm on vtach.

Manufacturer narrative:
Tests carried out on site by field service engineer failed to reproduce the reported fault. The subject device has been quarantined by the hospital. The device is no longer available for investigation. No one has been injured as a result of this alleged malfunction. No further action is planned. Spacelabs considers this case closed.